Manufacturer narrative:
Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
On (B)(6) 2017, doctor selected the vascade device for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted, which exposed the collagen. The collagen was stripped off the wire and the device was removed. Final hemostasis was achieved with the device. Patient returned to the ER on (B)(6) 2017. There was a bulge at the right groin and pain radiating down the leg. On (B)(6) 2017 surgery was performed to correct a pseudoaneurysm at the right femoral artery and patient was given a blood transfusion. Patient recovered and was discharged.